Event description:
It was reported that bd connecta¿ stopcock leaked. No serious injury or medical intervention was reported. Verbatim: "leakage in injection port when nurse tried to administer drug, several occasions with same lot. IV solution connected to product and IV fluids leaks from port. (IV saline)."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8254691. Our records have detected a trend for leakage occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample could not be obtained, based on previous investigations, our engineers were able to determine that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.

Manufacturer narrative:
Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked. No serious injury or medical intervention was reported. Verbatim: "leakage in injection port when nurse tried to administer drug, several occasions with same lot. IV solution connected to product and IV fluids leaks from port. (IV saline)".